Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was noted that the implantable cardioverter defibrillator exhibited far r wave oversensing. No device intervention occurred, and device remains implanted. Patient was stable.